Manufacturer narrative:
Final analysis found that the pulse generator was in backup mode. After downloading the product code normal function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited backup vvi mode, while still in the box.